Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed error did not recur, and successfully started new sensor session.